Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-33, lot# va0dk8u, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va0eluv, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# v984143, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# va0c6ch, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the patient had been hurting really bad on (B)(6) 2015 and the patient's husband had to increase the stimulation and reset her pain level up. Relevant medical history included non-malignant pain. No causes or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.